Event description:
It was reported that prior to use with 2 lots of bd safetyglide¿ shielding hypodermic needle the needle was discovered to be blocked. This occurred with (B)(4) devices of lot# 2025239 and once with lot# 2040093. The following information was provided by the initial reporter: it is reported that the bd safetygide needle 25 g x 1 lot 2025239 x 3 and lot 2040093 x 1 - when attached to syringe, plunger had resistance. No concern, needle removed and replaced new one. Student still immunized safely. No effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2025239 d.4. Medical device expiration date: 31-dec-2026 h.4. Device manufacture date: 25-jan-2022 d.4. Medical device lot #: 2040093 d.4. Medical device expiration date: 31-jan-2027 h.4. Device manufacture date: 09-feb-2022 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 lots of bd safetyglide¿ shielding hypodermic needle the needle was discovered to be blocked. This occurred with 3 devices of lot# 2025239 and once with lot# 2040093. The following information was provided by the initial reporter: it is reported that the bd safetygide needle 25 g x 1 lot 2025239 x 3 and lot 2040093 x 1 - when attached to syringe, plunger had resistance. No concern, needle removed and replaced new one. Student still immunized safely. No effect - did not reach patient - detected before use or does not touch person during use.